Event description:
Misdiagnosed acanthamoeba for 3 weeks; at first the eye doctor thought it was iritis and prescribed cortico-steroids which can make matters worse; then thought it was herpetic; tested by confocal microscopy to confirm acanthamoeba; going on eight weeks now and blurry vision; using brolene and phmb.